Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lava leak was confirmed. In addition to coating peeling on the connection tube finding, the additional evaluation findings are as follows: waterproofing was not possible due to cutting of the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope olympus asset encountered a lava leak. The issue was found during receipt inspection. There were no reports of patient harm. During evaluation of the returned device, it was found that there was coating peeling on the connection tube of more than 1 square millimeter and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.